Manufacturer narrative:
Steris learned that the endoscope used during the procedure was an olympus model gif-1th190 which has a 10.0 mm distal tip diameter. The padlock clip pro-select is compatible with flexible endoscopes with distal tip diameters ranging from 11.3 mm to 14.0 mm. This event occurred as the distal tip diameter of the endoscope used during the procedure was smaller than indicated in the instructions for use for the padlock clip pro-select. The instructions for use (IFU) includes the following statement, "the padlock clip pro select® defect closure system requires an endoscope with a minimum distal tip diameter of 11.3 mm." Additionally, the IFU includes instructions about proper handling the of padlock clip defect closure system, " check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip® to get hung up on deployment, especially in retroflexion. If any clip points extend beyond distal rim/edge, carefully replace safety cap, do not use this product, contact your local product specialist or customer service representative, and use a different device for procedure. Do not remove the handle stay until endoscope with loaded padlock clip® defect closure system is in position over defect and ready for deployment. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip® by using a firm and rapid thrust of the thumb actuator while holding the control handle body. Once the handle stay is removed, keep hands and fingers clear from the delivery housing distal tip so that an accidental release of the padlock clip® does not result in personal injury. Once the handle stay is removed, use caution in handling thumb actuator button to prevent inadvertent deployment of the clip. When using suction to pull target tissue into the cap, there is a risk of capturing tissue/organs outside of the lumen and adjacent to the target treatment area. Use of a grasping device is recommended to acquire the target tissue and minimize the risk of capturing tissue/ organs adjacent to the treatment area." User facility personnel were counseled on the proper use and operation of the padlock clip pro-select, specifically utilizing a compatible sized endoscope with the device. The device history record for the subject lot was reviewed and confirmed the lot was manufactured according to specifications; no abnormalities were noted. The device subject of the event is being returned to steris endoscopy for evaluation. A follow-up report will be submitted if additional information becomes available. A complaint review was conducted for this lot of products and confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the padlock clip defect closure system did not deploy the clip. A second padlock clip was used to complete the procedure resulting in a procedure delay. No report of injury.